Event description:
It was reported that a patient had a brevera breast biopsy procedure on an unknown date in (B)(6) 2025. Reporting indicates that the patient returned for a diagnostic breast mammogram due to a "lump" and the radiologist reported that "there is a plastic tube (4mm) left in the patient's breast from the biopsy." Multiple attempts have been made to obtain additional information from the user; however, those attempts have been unsuccessful. No further information is currently available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.